Event description:
It was reported that during an attempted implant, this pacemaker and right ventricular (rv) lead exhibited loss of capture, undersensing, high out of range pace impedance measurements and pacing inhibition. The suspected cause was a lead to header connection issue. This device was then removed and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during an attempted implant, this pacemaker and right ventricular (rv) lead exhibited loss of capture, undersensing, high out of range pace impedance measurements and pacing inhibition. The suspected cause was a lead to header connection issue. This device was then removed and replaced. No adverse patient effects were reported.